Event description:
It was reported that signal loss occurred. On (B)(6) 2024, it was reported that the patient experienced signal loss, for over 3 hours. The day of the event the patient fell 2 steps from the stairs as she felt cold and weak. The patient had no cgm readings at that moment due to a signal loss. The patient reported that she was not aware of the signal loss until she fell. Patient called an ambulance and when a fingerstick was taken the blood glucose reading was over 400 mg/dl. The patient still experienced a signal loss at that moment. The patient was brought to the hospital and was treated with intravenous fluids. The patient got discharged around 3, 4am on the next day. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - alteration in body temperature.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).